Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the patient's ins might have shifted during their yoga class and that they were crying and in a lot of pain. It was reviewed that the patient should turn off the ins until they see their doctor. The patient was redirected to their hcp. No further complications were reported.